Event description:
It was reported that the nurse received a shock when in contact with a patient receiving ventricular tachycardia shock therapy. The nurse was administering a subcutaneous injection to the patient. The nurse fell backward and bumped her head. She was seen in the emergency room, and then discharged.